Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received 23 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Visual inspection of the 23 closed samples received, all samples contain their respective suture material inside the pack. Needle attachment strength results conducted on the 23 closed samples received are 0.51 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). 5 of the closed samples already had the needle detached from the thread when the package was opened. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.62 kgf in average and 0.44 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received shows that the needle escaped from the thread. Final conclusion: considering that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that out of packet of 36. 7 opened. I did not have any item inside. All remaining 6 did not have needle attached to suture. No patient involvement. No delay in the procedure, just the time it takes to open another product.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.